Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The medical center had an impella cp optical placed via femoral access to give hemodynamic support for a patient undergoing pci. The team observed an access site bleed which prompted 4 units of blood product infused to the patient.